Manufacturer narrative:
The complaint details along with the logs provided were sent to engineering for analysis and the monitor was sent to the repair center in (B)(4) for analysis. From the delta logs the reported issue could not be confirmed as no entries found in the delta logs during the time period of event. However, the ics logs do show the delta was offline prior to the time of reported event. The ics diagnostic log shows that the offline issue started on (B)(6), at 8:06:55. The ics logs shows that at 8:07, audio pause was being pressed at ics indicating that the ics was alarming "offline" prior to the reported time of event (8:30). Hardware testing was performed on the cited delta and there were no problems found. The ids and infinity explorer logs have no error messages as well. A request was made to determine how the delta monitor was set up, what was being monitored and what were the accessories that were in use. Additionally, it was requested to provide the date code of the internal battery. This information was not provided for the investigation. The reported issue could not be confirmed. Analysis of logs and hardware testing shows no any failure found. A loss of monitoring without an acoustical alarm could lead to the user missing a serious alarm. However, the delta monitor and the ics will display visual alarms to alert the user. The delta monitor is designed to alarm audibly and visibly to alert the user that a shutdown is in progress. During power up of the monitor a speaker auto-test runs to ensure the user that audible alarms are working properly.

Event description:
Please refer to initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the delta has failed without any alarm. Dark screen, no sound, the power indicator lamp flashed. The users unlocked the ids, removed the monitor, put him on the ids again and locked it. After a restart of the monitor it worked normally again. According to the user this event occured at approx. 8:30am. Reportedly the event lasted 10 minutes. The infinity explorer displayed, that it hasn't found a compatible device. After a restart of the delta the parameters were displayed on the infinity explorer again.